Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis lucera elite gastrointestinal videoscope had exhibited a foreign material inside the objective lens. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:b5, g2 (remove distributor). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause for the presence of the foreign material on the objective lens could not be determined. No physical damage was found at the locations where foreign material was present. It was confirmed that the section of the device where the foreign material remained showed no deformation. It was confirmed that there were no deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. The instruction manual states the detection method associated with the event in instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ and preventive measures in instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed.